Manufacturer narrative:
(B)(4). Conclusion code: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown surgical procedure on the cervix on (B)(6) 2015. During the procedure, the needle pulled off. Procedure was completed with a like device. There was no adverse patient consequence reported.

Manufacturer narrative:
Conclusion: the actual device was returned for evaluation. Visual inspection found that the needle was severed from suture.